Manufacturer narrative:
A ge service representative performed an on site investigation. There was a particle found on the tube causing the artifact on the image. The tube was cleaned. The broken panels and covers were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was discovered during a pm that the 6800 system had an artifact in the image. The side panel on the workstation was broken. The collimator cover was damaged. No patient injury was reported.